Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the ins was at normal end of life and telemetry and output were okay.

Event description:
It was reported that during an implantable neurostimulator (ins) replacement, the healthcare professional (hcp) noticed the ins looked ¿swollen¿ and its shape had expanded. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v033941, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot # v033941, implanted: (B)(6) 2007, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.